Manufacturer narrative:
Omsc evaluated the subject ltf-s190-5 and found the followings. Omsc could reproduce the reported phenomenon which was that the endoscopic image disappeared. Omsc checked the device history record of the subject ltf-s190-5 and confirmed that there was no irregularity found. Omsc disassembled the subject ltf-s190-5 and confirmed that the ccd cable was buckled. Omsc also confirmed that the endoscopic image disappeared because the buckled part of the ccd cable caused disconnection during the angle operation of the subject ltf-s190-5. The exact cause of buckling could not be conclusively determined, however there is possibility that this phenomenon is attributed to the external stress. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject ltf-s190-5 has been returned to olympus medical systems corp. (Omsc) and it is being investigated. The exact cause of the reported event could not be conclusively determined at this time. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During laparoscopic surgery with the ltf-s190-5, the endoscopic image disappeared. The user replaced the subject ltf-s190-5 to another ltf-s190-5 and completed the procedure. There was no report of the patient's injury regarding this event.